Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a patient visit at the physician's office it was found the patient's scs ipg was unable to communicate with any external equipment. The patient stated she had lost her programmer and charger and last charged the ipg approximately two months ago. The patient's ipg battery has depleted, surgical intervention is planned to address the issue.